Event description:
A 9.5 french dual lumen groshong catheter was placed under fluoroscopy via the right internal jugular in 2000. The catheter was found to be leaking in two places. Three days later the pt was taken to surgery for removal of the catheter. During removal, under fluoroscopic guidance, the catehter was withdrawn. The dacron cuff freed the entrance site well, however, at this point the catheter broke, leaving the distal catheter in the superior vena cava. This requried retrieval via the right inguinal percutaneous approach.